Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device did not fire. The surgeon was not able to press the green button and unable to squeeze the handle. New product was used to resolve the issue. There was no patient injury.